Event description:
While servicing the ventilator, the respironics service technician noted a diagnostic code in log history indicating a pressure sensor failure. The customer did not report the occurrence during any previous usage. The device was not in use, and the customer reported no patient harm. If the ventilator detects a pressure sensor failure during use, it may result in a vent inop condition. Vent inop when in use, will stop providing ventilatory support to the patient. The service technician replaced the sensor board. Performance verification testing was completed and the unit passed all tests to specifications.

Manufacturer narrative:
Na